Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl and 600 mg/dl. The customer reported that the insulin pump received no delivery alarm and the customer¿s blood glucose level before receiving no delivery alarm was 175 mg/dl and 103 mg/dl. The customer troubleshooting and it was found that the insulin pump was working as designed. The customer was treated with insulin pump for high blood glucose level. The customer also reported that the site of insertion was sore and irritated. The insulin pump will not be returned for analysis.